Manufacturer narrative:
The lens was returned adhered to an envelope. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal 13.5 diopter, add power +2.2 & 3.2 company lens model was replaced with a monofocal competitor lens model 14.0 diopter. The lens being exchange for a monofocal lens of a different power might imply a calculation error. In this case, a 0.5 diopter higher power monofocal iol was selected. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient was not satisfied and was experiencing glare and blurry vision. The lens was exchanged during a secondary procedure. Additional information was requested.